Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff of the device slipped due to length which was too short, and needed to be inserted too far on patient's stoma. There was no patient harm.